Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2014-08275/ -08276 & 08278/ -08280).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain and loose screws resulting in little bony ingrowth.